Manufacturer narrative:
Analysis was performed by philips remote clinical specialist reviewed the tracing where there was fhr and mhr dropout/incorrect rate while patient was walking. The tracing was from a 3rd party central station and not the paper recording as the customer claimed that they do not have the recorder paper to provide. The tracking appeared to be artifact and possible maternal insertion where fhr is picking up maternal rate. Based on the results of the analysis, it was determined that the product functioned as intended and there was no malfunction. The remote clinical specialist provided instructions for use and recommended review of chapter 12 monitoring with ultrasound. A review of the service history for this device shows there have been no additional issues reported related to this device.

Event description:
Philips received a complaint on an avalon cl basestation that when the patient walked out the room it was giving a false negative that her and the baby heart rate was dropping. The device was in clinical use at time of event, no patient or user harm was reported.